Event description:
Caller reported experiencing two alarms, alarm 2 followed by alarm 26, related to their device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy.